Event description:
Stemi pt taken to cath lab for ptca. Md placed impella cp to as. Difficulty crossing av and device quit working. Placed a second device which functioned as expected. (B)(6) 2018 pci of rca: initial pda revealed flow and then placed guide pda and plb were occluded. Opened pda and did ptca.